Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v920745, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, a year prior to the report, the patient had an impedance issue, which was identified by another rep. Only one electrode was working and they were waiting, or expecting, to get a revision. On (B)(6) 2014, it was reported by the hcp that all impedance measurements were normal. There were no lead fractures noted. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.